Manufacturer narrative:
A4 is unknown. No product was returned for investigation. The root cause of the tachycardia was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced non-sustained ventricular tachycardia. The patient was treated with amio but expired on impella support.